Event description:
During an atrial fibrillation pfa case an air leak was noted from the hemostasis valve on the agilis sheath after patient contact. The non-abbott versacross baylis transseptal puncture was used to perform transseptal puncture and the baylis sheath was used with the advisor hd grid catheter to map the left atrium. The advisor hd grid catheter was exchanged with the non-abbott baylis rf wire to exchange the non-abbott baylis sheath with the agilis sheath over the non-abbott baylis rf wire. The agilis sheath was being prepped for the non-abbott farawave pfa catheter when it was noted to fill with lots of air. The agilis sheath was removed, re-prepped with proper sheath management and continued to fill with air. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.